Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that a (B)(6) y.o. Female underwent bilateral, subglandular breast augmentation and concomitant periareolar mastopexy using mentor smooth, saline implants in 1994. A left sided post-operative wound infection was treated conservatively. She developed bilateral capsular contracture after some months. In 2009, she underwent bilateral explantation and replacement with silimed polyurethane foam-covered silicone gel implants in new submuscular pockets. The left capsule was heavily calcified and excised; the right capsule was retained. Her recovery was uneventful. Title: ¿single-stage breast reconstruction with the anterior approach latissimus dorsi flap and permanent implants.¿ the study was conducted from january of 2008 through december of 2008. Current complaint is to report infection and capsular contracture events of this patient, alcl event of this patient is being reported separately.